Manufacturer narrative:
The two returned leads (this rv lead and a study device not approved in the us) were thoroughly analyzed. As mentioned in the complaint description, the ventricular lead was cut up in the returned state. Both leads showed signs of wear and tear along the lead body and damage to the insulation in the proximal region. In the case of the ventricular lead, the rope conductor to the shock electrode was interrupted in that region, which explains the observed increased shock impedance and the absent far-field signal. The damage manifestation indicates excessive mechanical stress during the operating time. The position and kind of the frayings are characteristic for a simultaneous occurrence of strong pressure of the leads onto the ICD housing and of friction of the leads at the ICD housing. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 49 months, increased shock impedance values >150 ohm were reported. The lead was explanted. During this revision, a suspected insulation defect at the atrial lead was also noticed. This lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.